Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from september 01, 2019 - september 03, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported four (4) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified location. This issue was identified during preparation. There was no patient involvement. No additional information is available.